Event description:
It was reported that there were questions whether a ventricular episode was true ventricular fibrillation (vf) or noise on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the reports and stated that it was not true vf. The caller confirmed that the patient was having open heart surgery. Ts noted that there was oversensing of the noise, which resulted in inappropriate therapy, such as anti-tachycardia pacing (atp) and shock. It was noted that the shock did convert the rhythm. Additionally, there was pacing inhibition, however, ts could not confirm the total time of inhibition. There were inappropriate trial tachy response (atr) episodes after the aforementioned ventricular episode that were a result of the noisy signals from open-heart surgery, as well. Ts recommended reprogramming options. The device remains in use. No additional adverse patient effects were reported.